Manufacturer narrative:
The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, a secondary issue was noted when the meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini is in the setup mode when she attempts to test her blood glucose reading. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6), 2014 at noontime, the patient attempted to test her blood glucose but the subject meter kept prompting for the code 25 and the date without displaying the apply blood. At the time of concern, the patient took 15 units of insulin and reportedly develop symptom described as ¿shaky.¿ the reported issue was resolved with training on the following day. This complaint is being reported because the patient developed symptom suggestive of hypoglycemia due to possible use error (unable to bypass the setup mode). The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.